Event description:
It was reported that (2) devices were used during a fobi pouch/gastric bypass. It was reported by the rep that the tlc10 device and the trt10 reload misdrives staples. Some staples form a "v" instead of forming properly. The surgeon completed the case by hand sewing. There was extended or time of 5 minutes.